Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. The information is unknown please confirm the number of procedures affected by this issue. If possible, please confirm the number of sutures that are "popping off" per procedure. Please specify when did the needle detachment occur: was the needle separated during dispensing, but before use on the patient? If yes, how many times? Or was the needle prematurely released from the suture strand during use on the patient. If yes, how many times. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No product available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on unknown date in 2024 and suture was used. The running suture the needles are popping off when they are going to suture. Additional information has been requested.